Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coupling and/or communication issues. The patient had to recharge more often than what was expected. The recharging sessions took up to six hours when the ins was empty. The patient was unable to use the recharger belt due to the position of the ins placement. The patient further reported that the patient programmer and recharger showed that the internal neurostimulator (ins) was turned off, but the patient felt a jolting behind the knees for a short time. No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.